Manufacturer narrative:
Mean patient. Gender of majority of patients. J cardiovasc surg 2010;51:551-60. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The aim of this study was to evaluate safety and efficacy of directional atherectomy with the silver hawk device as first line of treatment for in-stent restenosis of the femoropopliteal artery. 33 patients were enrolled to this study. A mean of 3.5 catheter insertions with multiple passes along every vessel quadrant were necessary until the distal container did not collect anymore debris. In 11% of the cases, distal embolizations occurred, which were all resolved by aspiration thrombectomy. In one case of preexisting stent fracture, a stent strut was trapped in the cutter disc and lead to further stent disintegration but no device entrapment resulted. One (1) pseudoaneurysm at the access site was successfully treated with thrombin injection. One (1) patient presented 3 days after intervention with a cfa and sfa occlusion of the access site, which was treated by open surgery. Three (3) patients died before 3-months - 1 died of pneumonia, 1 of myocardial infarction and 1 of renal cell carcinoma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.